Event description:
It was reported that during a gastric resection procedure when he tried to fire the device, it didn¿t work at all. It didn't make any motor sound and there was no blade movement. It was second firing of the surgery. No patient consequences reported. Procedure was completed with same like device.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: just to confirm, did the device deliver any staples or a cut line before it stopped working on the second firing? Additional information: I am sorry but there was no response from the sales rep. Please close the complaint file accordingly and let me know if you need anything else. Will close file after the device has been returned for analysis. The analysis results showed that one pse60a device was returned with no visual non-conformances and loaded with a 45 mm reload. The reload was noted to be unfired. It should be noted that a 60mm device is designed to work only with 60mm cartridges, for further loading instructions please refer to the echelon flex 60 powered IFU. Furthermore, the device was found to have the clamping mechanism damaged. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the clamp arm release and release button were noted worn and damaged in the area where both interact. This damage suggests the device was forced to open with the knife not in the home position by pulling the closing trigger to home. To open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. No further functional test could be performed due to the condition of the device. However a dry fire was performed and the firing mechanism worked as intended. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.